Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 82% stenosed, 4.5x18mm, eccentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in the moderately tortuous and severely calcified right coronary artery. After a 6f non-boston scientific guide catheter and a 185cm moderate support pt2 guide wire were crossed the lesion, pre-dilation was performed with a 3.0x20 emerge balloon catheter. Following pre-dilation, a 24 x 4.50mm rebel stent was advanced for treatment. However, the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.